Manufacturer narrative:
It was reported that the patient experienced a high priority alarm with a display message power disconnect. The battery was not returned for evaluation. A review of the manufacturing documentations could not be performed since the serial number of the battery was not provided. Log files were available; however, do not cover the event date. Failure analysis could not be performed as the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with alleged power disconnects are most often attributed to communication errors, momentary disconnections and/or battery malfunctions. However, the unit and log files that cover the event date, were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with alleged power disconnects are most often attributed to communication errors, momentary disconnections and/or battery malfunctions. However, the unit and log files that cover the event date, were not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a high priority alarm sounded on the controller with a display message of power disconnect.  The patient's mother checked both batteries and noted that they were connected.  They grabbed two fully charged batteries and connected them to the controller and this solved the problem.  The two batteries that were disconnected were put on the charger and they were re-introduced into the cycle with no further issues.  No patient complications have been reported as a result of this event.